Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing a treadmill exercise test. This device was exhibiting t-wave oversensing resulting in delivery of an inappropriate shock. Following shock therapy, the patient developed ventricular tachycardia (vt) which was terminated successfully following shock delivery. The technical service's consultant discussed testing at a higher heart rate. There were no other patient adverse effects reported. The available information suggests that this device remains in-service.